Event description:
Report received that a patient was seen in the clinic and high impedance was observed after system diagnostics were run on the device. Two months prior to this observation, the patient had received a prophylactic generator replacement. It was also reported that during this replacement, two system diagnostics were taken after the lead was inserted into to the new generator and both results were within normal limits. The surgeon reportedly verified lead pin insertion into both lead cavities and the three clicks were heard when tightening each setscrew. The patient denied having any trauma to the vns site since this replacement. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Further information was received that high impedance was observed again in the clinic so the device was disabled. Surgical intervention has not occurred to date and no additional relevant information has been received.

Event description:
Further information was received that the high impedance was first seen in the clinic on an earlier date than first reported. At this time, system diagnostic testing was done and the results showed high impedance. Surgical intervention has not occurred. No relevant information has been obtained to date.

Event description:
Further information was received that both the lead and generator were replaced. The lead was reportedly found to be "frayed". The lead and generator were reportedly discarded after replacement. No additional information has been received to date.